Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with a documented low of 66 mg/dl for approximately 20 minutes and device low alerts received; the user requested a change to the target range and additional training was arranged. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed hypoglycemia with cause unclear and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.